Event description:
During the revision, the physician was unable to extract the lead because the extraction tool was unable to move over the svc coil. The lead was capped and replaced.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The rv lead was capped and replaced due to an increase of impedance and capture threshold. The patient's condition before and after surgery was stable.